Manufacturer narrative:
(B)(4). The analysis results found that the cdh33 device arrived in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. In addition, the anvil spline was received bent and scratched. The device was tested for functionality with a test anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. While no conclusion could be reached as to how the anvil became bent, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the jaw of the device could not close together. Changed to another one to complete the procedure. No adverse event on the patient.